Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that an alert was triggered for oversensing. All other parameters were noted to be normal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.